Event description:
The plaintiff's attorney alleged that the decedent experienced a cardiovascular event shortly after the use of the product on (B)(6) 2011 and subsequently expired on (B)(6) 2011.

Manufacturer narrative:
This is one event (death) of two events reported for the same pt involving three separate products: associated mdrs # 1225714-2013-02688, 1225714-2013-02689, 1225714-2013-02690, 2937457-2013-00179.